Manufacturer narrative:
The pump had no button response due to corroded keypad traces. Unable to test for back light anomaly due to the unresponsive buttons. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a light/down button that became stuck. The caller did not know the blood glucose reading. The customer stated that the light kept going on and off due to the keypad anomaly. No significant events leading to the keypad issues were recalled. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.